Event description:
Pt experienced episode prior to admission where device did not function properly. After this episode, the device would not inflate. Admitted for replacement of entire prosthesis, as unable to determine location of leak.